Manufacturer narrative:
Initial reporter continued: zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture diagnosed by MRI.

Event description:
Patient reported rupture diagnosed by MRI. This record relates to left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, e1, e2, g1.

Event description:
Patient reported rupture diagnosed by MRI. This record relates to left side. Device remains implanted.